Manufacturer narrative:
A steris service technician arrived onsite to inspect the innowave pcf sonic irrigator and found that the gas spring had disconnected from the lid. The technician reconnected and secured the gas spring, tested the unit, confirmed it was operating according to specification, and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported that an employee was operating their innowave pcf sonic irrigator when the lid fell and contacted the employee's forearm. Medical treatment was administered (ice).